Event description:
Report received of no audible alarms. The pump was returned to the biomedical dept with an unsigned note. There was no tracking info; therefore, specific patient info, pump programming, or event details were not available. During testing by the user facility biomedical dept the pump reportedly was "not beeping." Though requested, no further info was provided.